Manufacturer narrative:
Per FDA¿s eua guidance, 2 mdrs will be filed; alleged 7 samples performed in 2 runs. The target curves of the samples alleged all appear suppressed. A review of the control curves showed no major shift or suppression. The ic performance was consistent throughout the runs. Although unknown the discrepancy alleged is likely due to sample specific factors like samples near the limit of detection (lod). The customer¿s use of eswabs also cannot be ruled out as a potential contributing factor. Eswab is not a recommended media as any phosphate buffered media may cause sensitivity loss, especially at the lower end of the concentration spectrum. Additionally, the low volume of the collection medium can also play a factor. No product problem or systemic issue was identified and the likely cause is sample specific factors. (B)(6). (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer from austria alleged discrepant results when testing samples with cobas® sars-cov-2 qualitative assay for use on the cobas® 6800/8800 systems. The customer alleged 7 samples as discrepant where all were positive for target 2 (pan-sarbecovirus) and negative for target 1 (sars-cov-2). The same samples were retested where negative results were generated. It is unknown which test was used for the retest. No harm was alleged. An investigation was conducted to evaluate the customer issue.